Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12905. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011747, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 15/oct/2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6011747" . The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011747 was manufactured according to the work instruction (wi) version 100 and packaging in the machine multivac 12 on 27-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Therefore, the review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements test results: physical samples were requested; however, the customer has confirmed that no samples are available for testing. Conclusion summary of complaint investigation: as a result of the following: no physical samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR 2322680. MDR 3003442380-2025-12905- device 1 of 2. E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. This emder is being submitted for unknown number quantity. It was reported that the patient faced an infusion sets packaging damaged events on (B)(6) 2025. No further information available.